Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed condition was misuse of the product. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right colon resection procedure, on the first firing on closure of side by side anastomosis, the blade did not advance and the staples were not deployed. The surgeon had closed the jaws, pressed the green button and tried to ratchet the handle however, the handle would not pull and the handle was locked down. The surgeon was not able to pull the black loop handle back to advance the knife blade. The surgeon pulled back firmly and cracked the handle. There was a tear in the bowel when he removed the stapler. Another stapler was opened and the staple line was oversewed to resolve the case. There was no patient injury..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.